Event description:
It was reported that there was an alert to check the right ventricular (rv) and right atrial (ra) leads. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).